Manufacturer narrative:
Pleast note: device (crsxxxxx lot# unk) is distributed outside the united states; however, it is similar to the united states product cxsxxxxx. Any additional info will be submitted within 30 days of receipt.

Event description:
The email received from the affiliate indicated that the pt suffered a sub acute thrombotic event which was treated with a taxus stent.